Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to inspect the cell-dyn 1800 analyzer. The fsr lubricated the syringe drives, adjusted the count times, and flushed the hgb flow cell, wbc transducer, and rbc transducer. The fsr also completed preventive maintenance. The instrument was performing within specifications, no further investigation was required. The cell-dyn 1800 system operator's manual provides information to assist in problem identification, isolation, and corrective actions. The manual indicates that a dirty hgb flow cell may cause spuriously low results. Cleaning instructions for the hgb flow cell are provided in the manual. Complaint tracking and trending was reviewed and no adverse trends were identified. Based on the investigation performed, no product issue was identified for the cell-dyn 1800 analyzer related to the customer reported issue. This is the final report.

Event description:
The customer stated that erratic cell-dyn 1800 results were questioned by a physician. A patient sample was tested twice on the cell-dyn 1800. Initial results: wbc = 4.1 k/ul; rbc = 2.52 m/ul; hgb = 7.3 g/dl; hct = 24.7 %; plt = 105 k/ul. Retest results: wbc = 7.7 k/ul; rbc = 4.41 m/ul; hgb = 13.3 g/dl; hct = 43.3 %; plt = 223 k/ul. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.